Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed and was determined to be use related. One coiled stiffening stylet was returned for evaluation. An initial visual observation showed the handle, core wire, and distal weld tip of the stylet were missing and the majority of the coiled wire was unraveled; however, the distal end of the coiled wire was observed to remain tightly coiled near the break site. A microscopic observation revealed the distal break in the coiled wire was angled, lustrous, and exhibited a striated pattern on its surface, which is characteristic of sharp instrument damage. The break in the coiled wire at the proximal end of the stylet was observed to be straight, flat, and granular, suggesting tensile failure. This complaint will be recorded for future trending and monitoring purposes. Samples were not returned for the 2 other occurrences reported; therefore, these occurrences are inconclusive.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the stylet inside the PICC is getting stretched when it is being pulled back. It is being unusually resistant and becoming stringy. Alternative wire had to be used, and the procedure is becoming very difficult. No further details available or provided. It was reported this occurred with 3 devices. This report addresses all 3 devices.